Manufacturer narrative:
Combination product: yes.

Event description:
Iegms show noise on rv channel and elevated short interval counter since september, 2024. Md says rv noise is apparent during pocket manipulation. After lv lead is disabled, no rv noise is evident during pocket manipulation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. System was explanted (B)(6) 2024. Upon receipt, the lead under complaint was found cut 52 cm proximal to the lead tip. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through between 8.5 and 7 cm proximal to the lead tip. In this distal region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found stretched and the fixation helix bent, these deformations most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Iegms show noise on rv channel and elevated short interval counter since (B)(6) 2024. Md says rv noise is apparent during pocket manipulation. After lv lead is disabled, no rv noise is evident during pocket manipulation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.